Event description:
Customer reported and inform system blood glucose result of 37 mg/dl, lab result of 65 mg/dl on the same arterial sample. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.